Manufacturer narrative:
The device was received for evaluation in its unopened pouch. The returned device was labeled for single use. Visual inspection revealed white powder scattered inside the pouch of the dsd syringe. A concentrated area of white powder was observed at the transfer port of the dsd syringe. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that white particulate matter was found inside the transfer port of a coseal surgical sealant product. There was no patient involvement. No additional information is available.